Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had a high capture threshold. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced, and the patient was in stable condition.